Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting oversensing of noise on the shock channel. No inappropriate therapy has been delivered. The crt-d remains in service and there have been no adverse patient effects reported.